Manufacturer narrative:
The device referenced in this report has been returned to olympus for evaluation. However, the image loss was not duplicated even when the video cable was twisted, slight shock was delivered to the distal end, the distal end was warmed, or the bending section was fully angulated. Therefore, the exact cause could not be determined at this time. The manufacturing history was reviewed, with no irregularities related to this problem noted. If additional information becomes available at a later time, this report will be supplemented. Please cross reference the associated complaint files: MFR report#: 8010047-2015-00974.

Event description:
Olympus was informed that during unknown procedure, a monitor image disappeared suddenly in the combination with the subject device and the video system (B)(4). The facility completed the procedure to replace the subject device to another one. There was no patient harm reported.